Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent injection of macroplastique to urethra and cystoscopy on (B)(6) 2014 due incontinence. It was reported that the patient underwent injection of coaptite into the bladder neck on (B)(6) 2014 and (B)(6) 2013 due to overactive bladder and stress urinary incontinence. It was reported that the patient previously underwent anterior colporrhaphy, pubovaginal sling using cadaveric dermis on (B)(6) 2000 due to cystocele and sui. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh along with collagen pelvicol were implanted on (B)(6) 2006 due to cystocele, transvaginal rectocele, sui, and hypocontractile bladder. Following insertion the patient experienced pain, extrusion, infection, urinary problems, bleeding and dyspareunia. It was reported that patient on (B)(6) 2013 underwent vaginal exploration, cystoscopy, and excision of vaginal mesh.